Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was exposed to moisture and did not respond. The customer¿s blood glucose was unknown at the time of the incident. The customer states the insulin pump was exposed to 2.5 meter of water in few minutes, afterwards pump is not able to respond. The customer was advised the pump will be replaced. The insulin pump will not be returned for analysis.